Event description:
On (B)(6), 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. It was not reported when the alleged meter inaccuracy began however, during the call, the patient claimed the subject meter always read high. The patient stated that she manages her diabetes with oral medication (glipizide 5mg once daily) and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. During the call, patient reported that on (B)(6) 2020 at around 7:00 pm she developed symptom of "sweating." At the onset of the symptom, the patient claimed she tested her blood glucose with the subject meter and obtained an alleged inaccurate high result of "77 mg/dl." Despite the alleged inaccurate result, the patient claimed she ate peanut butter raise her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. The cca noted that water had been accidently spilled into the test strip vial. The patient declined to have the products replaced. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.